Event description:
Left total shoulder implanted during revision procedure from hemi-arthroplasty in 2000. Shoulder remained symptomatic and pt underwent arthroscopic debridement without relief. Revision performed later in 2002, replacing glenoid components and humeral head. Glenoid liner component noted to be worn.